Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an unknown procedure the 4590 fms solo irrigation pump is giving inconsistent pressure. Another device was used to complete the procedure. No patient consequences or surgical delay. Additional information provided by the affiliate reported the device is available to be returned for evaluation. The affiliate reported the rotator cuff procedure was completed with same pump but inconsistent joint pressure. It was reported there was no detriment or injury to patient but annoying for surgeon.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was not received at the service center, therefore unavailable for a physical evaluation. After multiple attempts by the sales rep and facility to locate the device, it has not been found. All the three labels that have been sent to the customer for this unit were checked and none are showing in tracking. No tracking number was provided to trace the device. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Should the device ever be received/traced back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. A manufacturing record evaluation was performed for the finished device serial number ((B)(6) ), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.